Event description:
When I had my implants put in, the allergan style 45, silicone breast implants, I noticed right away something seemed off but the symptoms were minor. I couldn't stay awake I was fatigued right away but blamed it on my getting used to the implants. And then the rashes and itching started and I went to my dermatologist who took a piece of some of the rash and found nothing unusual. And then the fatigue that was just beyond horrible started and I went to my rheumatologist and he took many blood tests and work ups and decided it was inter-connective tissue disorder. At first the medication seemed to work but then the pain in my joints came. I started to feel drained and started experiencing eye issues. I then went to my endocrinologist who took tests and saw nothing unusual but changed my medication a bit but that didn't help. I was frustrated at this point with all of my doctors, nothing seemed to be right. I felt and feel like I am in a constant state of fatigue as if I am drugged or worse. I continued to go to doctors and have for the last 5 years, this year alone I was diagnosed with sjogren's and then fuchs dystrophy for my eyes. These are not things anyone in my family has and I was floored. I blamed the new disorders for my feeling horrible, changed my diet, tried to do my regular workouts but no matter what I do I feel worse. I started this past 3 months to have heart palpitations and headaches and more burning pain under my implant scar and that's when I simply couldn't understand what was happening to me. I literally thought I had cancer or worse, but instead in 2017 when I did go see a cancer specialist they found I had a lesion that was adhering my upper mesentery together into a 360 twist. Now funny enough this twist in the upper left side is where I have had the burning and itching. I had surgery in 2017 to release my bowls to normal again and thought the pain under my left side. In 2016 I had a surgery that was on a lesion that had formed and had adhered my upper mesentery. I had surgery to release the bowls but the doctor/surgeon did not know why this happened to me. I had not had any reason for this. I am confident that the silicone leaching in my body caused this. I have the documents for bloodwork and all relevant but there are various dates for the past 6 years I had gone crazy trying to find a reason for all of my health crisis issues. This is more common than not speaking to many people who have been through similar. I have all doctors files if you require let me know. In addition to the pain I have suffered since the implants, without my knowledge there has been 1 surgery that was performed for an odd (adhesion) of my upper left mesentery that left my surgeon and gastro baffled. They had never seen anything like this in someone that had not had a previous infection or surgery for my bowls to simply adhere made my getting an evaluation difficult. My doctors did not want to perform the surgery because they did not believe their findings, it was a very unusual case and led to my not returning to dr. (B)(6) and he made me wait for a 2nd opinion and 3rd (with disbelief) that I had this issue. The painful surgery cannot be excluded because there was no reason for my adhesion; it was an oddity and happened after my implants. I have had loss of hair, rashes, pain in all of my joints, new and ongoing autoimmune issues, eyes deteriorating, trouble with memory, focus, dropping things, night sweats, bowl movements that never end, shaking, pain in my mouth, sores in my mouth that come and go, persistent insomnia and not to mention the slew of testing I've had the past 6 years thinking I was dying or something was horribly wrong with me. I almost gave up until my husband, a firefighter and paramedic showed me the video from the FDA hearings. When I heard the women talking it was me, I was them, they were talking about all of the things I'm going through. I was crying in tears not believing what I was hearing. I was in awe of this and could not understand why I was allowed to have these implants put in with no warning. Years of my life taken away, my now 8,000 explant scheduled for monday with a local doctor has led me to lose more work, with more testing and more worrying. I feel as if I have been duped, manipulated by allergan and my doctors to implant something like a guinea pig of sorts. Because I know this is not imagined I have kept track with photos over the years knowing something is wrong (but never what) the rashes, the countless hours of doctors visits and blood, the crying in my doctors offices because I could not find the strength to get up and run my business. I nearly lost my mind, nearly lost my marriage, nearly lost my business. I have not had a moments¿ rest since this surgery and this is the truth of the matter. As a business owner and a woman who put herself through school, working tirelessly, paying her taxes, paying her dues, I felt this was a complete let down of a system that is supposed to protect me. These companies lied to you, they lied to all of us. And I pray I do not have cancer after all of this is said and done. This is a chunk of my life that has been devalued and removed. I have lost significantly in my life, more so my clients that I cannot get back who depended on me were let down. I had bouts of crying outbursts in my office, pain that took me home, pain that kept me home. Such fatigue that I couldn't walk and needed help to go up the stairs. I have never ever filed a lawsuit against anyone even when a car hit me head on in 2009 I didn't file any complaint because I know that anything can happen and I was ok! However, this has left me impaired beyond comprehension and I feel they owe me my life back to some degree. This is beyond anything I can explain and I'm at a loss for words now as I write this, they have let all of us down and these companies have abandoned the very basis of any medical devices that should be out there, implanting things into women that they know will bring them harm (that they know) will hurt us in the end. It¿s astonishing to me that they knowingly sell these implants and the little testing that was done prior to their coming back onto the market. It¿s also astonishing that they continue to tell young women that they are safe, a practice that should be banned all together. If you are willing to die for implants than you should know every risk associated in great detail, including cancer and autoimmune issues and possible loss of life and quality of life.

Event description:
Add'l info received from reporter for report mw5089697, on (B)(6) 2019: I am frustrated to say the least. So far here is what has transpired the past 3-4 weeks since I last emailed. Blood work (that I could get done). Came back with higher levels of thallium, which is twice as much as is allowed. Thallium is a chemical used by allergan so that was expected, but the side effects of thallium in your system over time are notable and do match some of the symptoms I was having including hair loss. Second - I have been trying to find a lab to analyze my silicone breast implants. I have reached out to several. Each said no and then the one (single one) that said yes, had asked to charge me (B)(6) just for the deposit. When I asked him why so much his reply was that "you should hire an attorney that is who usually contacts me." I told him that I would like this information because of my illnesses and the issues with all (were discussed with him). What I was shocked to hear him say was that I was right. I was a bit taken aback because saying "I'm right" means he knows something. So ''I'm right" I replied and he said "yes" all you have described are what can happen when silicone is in the body and then he bluntly said but to tell you all and to do what you need you really should hire an attorney and I promise you will win. I asked him if he didn't care about the idea that women were getting sick and he replied what he docs is help and he is expensive because he is the single person who has done this for over 30 years, dealing in polymers and all of this for that length of time. He knows silicone and it's affects because he's studied it. Third - I am having to order a detox for the thallium as it does not leave your system naturally. I have ordered a hair sampling kit. I will redo my blood work in another month as well my eye exam and other rests to report the findings. And lastly I do need your help to find a real lab. I need to know that you understand there is a crisis happening and that women will start to die after they have these in them longer than 7 years, I can see that. For me it took 5 for me to barely function, to have daily stomach upsets, to have hair loss, vision loss, loss of motor skills, it was an unbelievable set of painful realities. Now I am told that a surgery I had in 2016 for a lesion that was twisting my bowls may have also been caused by this. What more is going to happen to me? What are the long term affects of these poisonous things I had inside of me. These companies will not stop until they make trillions and trillions of dollars. They did barely enough human research to come back to the marker (in fact when I read on your own site what they did and classified as real findings) was laughable. Two years of studies were conducted before they were approved it said. Am I reading that wrong? And within those 2 years there were the same kinds of problems I was having, even if it was a smaller number of people. I believe they halted the term of the study due to the knowledge that the longer the subjects had them in than the more exposure and more symptoms which would make the FDA easily revoke their ability to bring them back.

Event description:
Add'l info received from reporter on 09/23/2019 for mw5089697: I have just reached 1 week after my explant (which is removal of my implants and the entire casing around it). This surgery required me to undergo a longer surgery to keep my implants intact to then have them tested. The surgery also required me to lift the loose skin, which needed to happen due to the removal and so it was a painful and very time consuming process. However, I'd like to say it was exactly as I had hoped. Day 1 after surgery: aside from the pain of the surgery, the drains I still have, I can say that my eyes which had been diagnosed as (fuchs dystrophy) which is something that is puzzling to me. This inherited disease (for the most part) is not present in either of my parents. Neither have any corneal replacement, both are over 65 and my father is (B)(6) and has no retina or corneal issues. My mother wears reading glasses at (B)(6). The more puzzling thing is the "when." This diagnosis was made approximately 1.5 years ago when I was at my office and suddenly couldn't see out of my right eye. I was nervous and proceeded to have my employee take me to the eye doctor right away. (B)(6) examined my eyes and told me it was fuchs dystrophy. I didn't know what that was or why I had it. He couldn't tell me why either. He said it was rare enough, 5% of the population but that eye drops would suffice until I needed corneal replacement. Corneal replacement, I said. He said yes, eventually I would. I went back to my office and took that as the cause and effect, not knowing then of any other possibility to this corneal degradation. And then, without any knowledge this would happen. I got up day 1 and I had "no pain in my eyes." I had no burning in my eyes, I have no burning in my eyes today. I thought that first day "this must be a coincidence and it will come back." I have not used my drops since and I plan to do a follow up with my doctor to do another scan to see the difference from then and now. I will make that available to you once it's done. Https://www.aao.org/eyenet/article/morning-rounds-case-of-double-trouble. Day 2 after surgery: I stepped outside into my back yard and I was seeing everything in clear color, my forehead that had seemed to be falling (the only way to explain it) was fine. The feeling of extreme fatigue was subsiding. I was in terrible pain from surgery but I felt better than I had in 5.5 years. I had no fatigue, I was thinking clearly, I got up at my normal time (prior to surgery of implants) and was filled with energy. I wanted to work, to do things, I started crying. Crying because I thought my life as a business owner, as a wife, as a loving daughter, were over. I have felt this enormous fatigue for years now, going back and forth to my doctors from (B)(6) to (B)(6), sometimes ending the appointment in tears. I felt at each appointment that I was sick and I told them both I needed help and neither could understand. My medication for thyroid was adjusted just as a test and I was given no other remedy. I felt as if my hope was dwindling and maybe this was my new normal. Having had prior to surgery (inter-connective tissue disease) I thought this was part of that problem. I just gave into that idea after a while, even the almost 10 pound weight gain that was due to no reason. I had not changed a thing yet in those years I had gained almost 10 pounds with no idea of why. My routine, my eating habits, nothing had changed. So when I am in my back yard realizing I feel like the "old me," I'm floored. I'm floored because I was 50/50 on cause and effect at this point. I was hoping but I wasn't 100% sure. Now I know with all my symptoms slowly dwindling it's 100% fact the implants caused this and all of my symptoms. Day 3 after surgery: I got up, felt great, still in pain and taking meds. I now stop taking the pain meds to see if that is causing an altered state of well being. The pain increased but nothing changed, I was still feeling great mentally and there was no eye pain. I felt alleviated and it felt like heaven. I started making task lists for work, speaking to my staff, trying to assess what needs to be done for the week. I was/am energized and that is "including" the fact that I don't sleep well due to my having to lay on my back to sleep. And yet with no sleep I am still feeling 100x better than last week prior to implant removal. This day an employee came by to get some checks signed. Without my asking my employee stated "wow your complexion looks great" I said "really," and it didn't even occur to me. She told me that I had an underlying odd redness to me before that was now gone. She continued to comment on my skin glowing and I started to cry. It was a complete reality that my body was suffering on every level, including my mind, with me simply unable to understand what was happening. Day 4: day 4 was odd because I typically wake up with eye pain and with joint pain and with problems with dry mouth (another autoimmune problem that was diagnosed less than one year ago by (B)(6)). This was so bitter sweet to me because I thought I would live my life without the abilities that drove me from poverty to owning my own business. My marriage was suffering due to my inability to communicate due to my fatigue and my inability to communicate or even think. My brain fog was exceptionally hard for me. I didn't have a thought I could put into words, my momentum was gone, my ability to communicate was gone. Every bit of my life was falling into ruins and again I had no idea of what was going on. So here I am knowing now that my mouth won't always be dry with my teeth rotting one by one. (Which has been happening the past 4 years). The idea that I have been cured of the ailments that came after the implants is dizzying. I will follow this up with dr visits, new testing, to confirm this is documented to the fullest. Day 5 - 7: day 5-7 were the old me. How can I explain the energy level, the mind starting to work again when it's been literally under what seems like attack for 5 years. How do I describe seeing the colors of the foliage and the water without needing to put eye drops in 3x day. I feel renewed and I am just in my first phase of healing. This is beyond anything that I can express, this is a new start for me and it's all due to my implants being removed concretely. Subsiding - fuchs dystrophy, subsiding - joint pain, subsiding - abdominal pain, subsiding - brain fog, subsiding - sjogren's syndrome symptoms, subsiding - interconnective tissue disease symptoms, subsiding - skin rashes, subsiding - pain under my left rib (was a burning pain for several years), subsiding - fatigue, subsiding - sinus swelling, subsiding - gum swelling, subsiding - headaches, subsiding - memory loss, subsiding - tongue swelling. I may also add that I had abdominal surgery for a 360 degree twist in my upper left mesentery. I believe now that the reason I had this "phenomenon" that my doctor could not explain nor believed was due to silicone seeping through slowly and binding the intestines together. I have no proof of this yet, but I am going to speak to the doctor who performed the surgery and get a print out of the reaction of my gastro "who told me" that something like this doesn't happen to a healthy person, he considered me healthy and thought I initially the cat scan was wrong. He wouldn't perform the surgery until he had a 2nd and 3rd opinion because he didn't understand how that could happen to me. I'd like to add this email to my file, to introduce evidence of my disease progression when the implants were put in and then the disease regression once removed. The one thing I would note is when silicone implants were originally banned many of the initial symptoms of silicone toxicity (now called silicone breast implant disease) were the same. Just so you understand this is not a new thing, it's something that should never come back onto the market. I believe this whole heartedly that this ruined over 5 years of my life and I don't know if I can ever get back to where I was, so much damage has already been done.

Event description:
When I had my implants put in, the allergan style 45, silicone breast implants, I noticed right away something seemed off but the symptoms were minor. I couldn't stay awake I was fatigued right away but blamed it on my getting used to the implants. And then the rashes and itching started and I went to my dermatologist who took a piece of some of the rash and found nothing unusual. And then the fatigue that was just beyond horrible started and I went to my rheumatologist and he took many blood tests and work ups and decided it was inter-connective tissue disorder. At first the medication seemed to work but then the pain in my joints came. I started to feel drained and started experiencing eye issues. I then went to my endocrinologist who took tests and saw nothing unusual but changed my medication a bit but that didn't help. I was frustrated at this point with all of my doctors, nothing seemed to be right. I felt and feel like I am in a constant state of fatigue as if I am drugged or worse. I continued to go to doctors and have for the last 5 years, this year alone I was diagnosed with sjogren's and then fuchs dystrophy for my eyes. These are not things anyone in my family has and I was floored. I blamed the new disorders for my feeling horrible, changed my diet, tried to do my regular workouts but no matter what I do I feel worse. I started this past 3 months to have heart palpitations and headaches and more burning pain under my implant scar and that's when I simply couldn't understand what was happening to me. I literally thought I had cancer or worse, but instead in 2017 when I did go see a cancer specialist they found I had a lesion that was adhering my upper mesentery together into a 360 twist. Now funny enough this twist in the upper left side is where I have had the burning and itching. I had surgery in 2017 to release my bowls to normal again and thought the pain under my left side. In 2016 I had a surgery that was on a lesion that had formed and had adhered my upper mesentery. I had surgery to release the bowls but the doctor/surgeon did not know why this happened to me. I had not had any reason for this. I am confident that the silicone leaching in my body caused this. I have the documents for bloodwork and all relevant but there are various dates for the past 6 years I had gone crazy trying to find a reason for all of my health crisis issues. This is more common than not speaking to many people who have been through similar. I have all doctors files if you require let me know. In addition to the pain I have suffered since the implants, without my knowledge there has been 1 surgery that was performed for an odd (adhesion) of my upper left mesentery that left my surgeon and gastro baffled. They had never seen anything like this in someone that had not had a previous infection or surgery for my bowls to simply adhere made my getting an evaluation difficult. My doctors did not want to perform the surgery because they did not believe their findings, it was a very unusual case and led to my not returning to dr. (B)(6) and he made me wait for a 2nd opinion and 3rd (with disbelief) that I had this issue. The painful surgery cannot be excluded because there was no reason for my adhesion; it was an oddity and happened after my implants. I have had loss of hair, rashes, pain in all of my joints, new and ongoing autoimmune issues, eyes deteriorating, trouble with memory, focus, dropping things, night sweats, bowl movements that never end, shaking, pain in my mouth, sores in my mouth that come and go, persistent insomnia and not to mention the slew of testing I've had the past 6 years thinking I was dying or something was horribly wrong with me. I almost gave up until my husband, a firefighter and paramedic showed me the video from the FDA hearings. When I heard the women talking it was me, I was them, they were talking about all of the things I'm going through. I was crying in tears not believing what I was hearing. I was in awe of this and could not understand why I was allowed to have these implants put in with no warning. Years of my life taken away, my now 8,000 explant scheduled for monday with a local doctor has led me to lose more work, with more testing and more worrying. I feel as if I have been duped, manipulated by allergan and my doctors to implant something like a guinea pig of sorts. Because I know this is not imagined I have kept track with photos over the years knowing something is wrong (but never what) the rashes, the countless hours of doctors visits and blood, the crying in my doctors offices because I could not find the strength to get up and run my business. I nearly lost my mind, nearly lost my marriage, nearly lost my business. I have not had a moments¿ rest since this surgery and this is the truth of the matter. As a business owner and a woman who put herself through school, working tirelessly, paying her taxes, paying her dues, I felt this was a complete let down of a system that is supposed to protect me. These companies lied to you, they lied to all of us. And I pray I do not have cancer after all of this is said and done. This is a chunk of my life that has been devalued and removed. I have lost significantly in my life, more so my clients that I cannot get back who depended on me were let down. I had bouts of crying outbursts in my office, pain that took me home, pain that kept me home. Such fatigue that I couldn't walk and needed help to go up the stairs. I have never ever filed a lawsuit against anyone even when a car hit me head on in 2009 I didn't file any complaint because I know that anything can happen and I was ok! However, this has left me impaired beyond comprehension and I feel they owe me my life back to some degree. This is beyond anything I can explain and I'm at a loss for words now as I write this, they have let all of us down and these companies have abandoned the very basis of any medical devices that should be out there, implanting things into women that they know will bring them harm (that they know) will hurt us in the end. It¿s astonishing to me that they knowingly sell these implants and the little testing that was done prior to their coming back onto the market. It¿s also astonishing that they continue to tell young women that they are safe, a practice that should be banned all together. If you are willing to die for implants than you should know every risk associated in great detail, including cancer and autoimmune issues and possible loss of life and quality of life.

Event description:
Add'l info received from reporter on 09/23/2019 for mw5089697: I have just reached 1 week after my explant (which is removal of my implants and the entire casing around it). This surgery required me to undergo a longer surgery to keep my implants intact to then have them tested. The surgery also required me to lift the loose skin, which needed to happen due to the removal and so it was a painful and very time consuming process. However, I'd like to say it was exactly as I had hoped. Day 1 after surgery: aside from the pain of the surgery, the drains I still have, I can say that my eyes which had been diagnosed as (fuchs dystrophy) which is something that is puzzling to me. This inherited disease (for the most part) is not present in either of my parents. Neither have any corneal replacement, both are over 65 and my father is (B)(6) and has no retina or corneal issues. My mother wears reading glasses at (B)(6). The more puzzling thing is the "when." This diagnosis was made approximately 1.5 years ago when I was at my office and suddenly couldn't see out of my right eye. I was nervous and proceeded to have my employee take me to the eye doctor right away. (B)(6) examined my eyes and told me it was fuchs dystrophy. I didn't know what that was or why I had it. He couldn't tell me why either. He said it was rare enough, 5% of the population but that eye drops would suffice until I needed corneal replacement. Corneal replacement, I said. He said yes, eventually I would. I went back to my office and took that as the cause and effect, not knowing then of any other possibility to this corneal degradation. And then, without any knowledge this would happen. I got up day 1 and I had "no pain in my eyes." I had no burning in my eyes, I have no burning in my eyes today. I thought that first day "this must be a coincidence and it will come back." I have not used my drops since and I plan to do a follow up with my doctor to do another scan to see the difference from then and now. I will make that available to you once it's done. Https://www.aao.org/eyenet/article/morning-rounds-case-of-double-trouble. Day 2 after surgery: I stepped outside into my back yard and I was seeing everything in clear color, my forehead that had seemed to be falling (the only way to explain it) was fine. The feeling of extreme fatigue was subsiding. I was in terrible pain from surgery but I felt better than I had in 5.5 years. I had no fatigue, I was thinking clearly, I got up at my normal time (prior to surgery of implants) and was filled with energy. I wanted to work, to do things, I started crying. Crying because I thought my life as a business owner, as a wife, as a loving daughter, were over. I have felt this enormous fatigue for years now, going back and forth to my doctors from (B)(6) to (B)(6), sometimes ending the appointment in tears. I felt at each appointment that I was sick and I told them both I needed help and neither could understand. My medication for thyroid was adjusted just as a test and I was given no other remedy. I felt as if my hope was dwindling and maybe this was my new normal. Having had prior to surgery (inter-connective tissue disease) I thought this was part of that problem. I just gave into that idea after a while, even the almost 10 pound weight gain that was due to no reason. I had not changed a thing yet in those years I had gained almost 10 pounds with no idea of why. My routine, my eating habits, nothing had changed. So when I am in my back yard realizing I feel like the "old me," I'm floored. I'm floored because I was 50/50 on cause and effect at this point. I was hoping but I wasn't 100% sure. Now I know with all my symptoms slowly dwindling it's 100% fact the implants caused this and all of my symptoms. Day 3 after surgery: I got up, felt great, still in pain and taking meds. I now stop taking the pain meds to see if that is causing an altered state of well being. The pain increased but nothing changed, I was still feeling great mentally and there was no eye pain. I felt alleviated and it felt like heaven. I started making task lists for work, speaking to my staff, trying to assess what needs to be done for the week. I was/am energized and that is "including" the fact that I don't sleep well due to my having to lay on my back to sleep. And yet with no sleep I am still feeling 100x better than last week prior to implant removal. This day an employee came by to get some checks signed. Without my asking my employee stated "wow your complexion looks great" I said "really," and it didn't even occur to me. She told me that I had an underlying odd redness to me before that was now gone. She continued to comment on my skin glowing and I started to cry. It was a complete reality that my body was suffering on every level, including my mind, with me simply unable to understand what was happening. Day 4: day 4 was odd because I typically wake up with eye pain and with joint pain and with problems with dry mouth (another autoimmune problem that was diagnosed less than one year ago by (B)(6)). This was so bitter sweet to me because I thought I would live my life without the abilities that drove me from poverty to owning my own business. My marriage was suffering due to my inability to communicate due to my fatigue and my inability to communicate or even think. My brain fog was exceptionally hard for me. I didn't have a thought I could put into words, my momentum was gone, my ability to communicate was gone. Every bit of my life was falling into ruins and again I had no idea of what was going on. So here I am knowing now that my mouth won't always be dry with my teeth rotting one by one. (Which has been happening the past 4 years). The idea that I have been cured of the ailments that came after the implants is dizzying. I will follow this up with dr visits, new testing, to confirm this is documented to the fullest. Day 5 - 7: day 5-7 were the old me. How can I explain the energy level, the mind starting to work again when it's been literally under what seems like attack for 5 years. How do I describe seeing the colors of the foliage and the water without needing to put eye drops in 3x day. I feel renewed and I am just in my first phase of healing. This is beyond anything that I can express, this is a new start for me and it's all due to my implants being removed concretely. Subsiding - fuchs dystrophy, subsiding - joint pain, subsiding - abdominal pain, subsiding - brain fog, subsiding - sjogren's syndrome symptoms, subsiding - interconnective tissue disease symptoms, subsiding - skin rashes, subsiding - pain under my left rib (was a burning pain for several years), subsiding - fatigue, subsiding - sinus swelling, subsiding - gum swelling, subsiding - headaches, subsiding - memory loss, subsiding - tongue swelling. I may also add that I had abdominal surgery for a 360 degree twist in my upper left mesentery. I believe now that the reason I had this "phenomenon" that my doctor could not explain nor believed was due to silicone seeping through slowly and binding the intestines together. I have no proof of this yet, but I am going to speak to the doctor who performed the surgery and get a print out of the reaction of my gastro "who told me" that something like this doesn't happen to a healthy person, he considered me healthy and thought I initially the cat scan was wrong. He wouldn't perform the surgery until he had a 2nd and 3rd opinion because he didn't understand how that could happen to me. I'd like to add this email to my file, to introduce evidence of my disease progression when the implants were put in and then the disease regression once removed. The one thing I would note is when silicone implants were originally banned many of the initial symptoms of silicone toxicity (now called silicone breast implant disease) were the same. Just so you understand this is not a new thing, it's something that should never come back onto the market. I believe this whole heartedly that this ruined over 5 years of my life and I don't know if I can ever get back to where I was, so much damage has already been done.